Event description:
Customer reported receiving inaccurate high glucose readings from their precision xtra meter. Customer reported one episode of losing consciousness and "unable to swallow". Paramedics were called and transported customer to chesterfield general hosp where he was diagnosed with severe hypoglycemia and treated with intravenous fluids.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. [See scanned pages].